Event description:
It was reported that this pacemaker exhibited multiple episodes of pacemaker mediated tachycardia (pmt). Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting and programming options. The patient reported experiencing discomfort while playing sports. The device was reprogrammed to optimize sensing parameters to mitigate the reported discomfort. The model and serial number remain unknown for this product, despite attempting to obtain this information. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited multiple episodes of pacemaker mediated tachycardia (pmt). Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting and programming options. The patient reported experiencing discomfort while playing sports. The device was reprogrammed to optimize sensing parameters to mitigate the reported discomfort. The model and serial number remain unknown for this product, despite attempting to obtain this information. This device remains in service. No adverse patient effects were reported.